Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2018-02325 and 1627487-2018-02326. It was reported there was an infection at the midline incision which was diagnosed on (B)(6) 2018. The patient was prescribed keflex and the keflex did not resolve the infection. The patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted. In addition, the patient was placed on IV antibiotics for 6 weeks. A culture was taken and was positive for pseudomonas. The patient was hospitalized a few days for the infection.